Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was no audio alert. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Data was evaluated and the allegation was undetermined. The probable cause could not be determined.